Event description:
Same case as MDR#6000093-2007-00460. It was reported that 84 days post a coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. The lesion treated was located in the proximal left anterior descending (lad). The lesion was 36x2.75mm, not calcified, severely tortuous, with an 80% stenosis. Per the procedure notes, a 2.50x15mm non-bsc balloon was advanced to the proximal lad and inflated to 12 atms for 20 seconds. The balloon was removed. Another 2.50x15mm non-bsc balloon was advanced to the proximal lad and was inflated to 12 atms for 10 seconds, and was then re-inflated to 18 atms for 15 seconds. The balloon was removed and a 2.50x24mm taxus express2 drug eluting stent was inserted and advanced to the proximal lad. The stent was deployed at 18 atms for 25 seconds, and then the stent balloon was re-inflated to 14 atms for 15 seconds. The physician then removed the stent delivery system. Next, the physician inserted and advanced a 2.75x12mm taxus express2 drug eluting stent to the proximal lad. The stent was deployed at 14 atms for 20 seconds, and then the stent balloon was re-inflated to 12 atms for 10 seconds. The physician then removed the stent delivery system. The pt was transferred to the cardiac care unit in stable condition. Medications used during the procedure included versed, dilaudid, phenergan, heparin, nitroglycerine, benadryl, and protamine sulphate. Eighty four days later, the pt presented emergently with chest pain. It was determined that there was in-stent thrombosis present in the lad. A 2.50x15mm non-bsc balloon was advanced to the proximal lad and was inflated 3 times at 8 atms for 20 seconds. The balloon was then positioned in the mid lad and inflated to 8 atms for 20 seconds and 12 atms for 20 seconds. The balloon was removed. Then the physician inserted and advanced a 2.75x28mm non-bsc drug eluting stent to the mid lad and deployed it at 14 atms for 30 seconds. The stent delivery system was removed. Next, the physician inserted and advanced a 2.75x12mm non-bsc drug eluting stent to the proximal lad, where it was deployed at 12 atms for 30 seconds. The stent delivery system was removed and the pt was transferred to the cardiac care unit in stable condition. Medications used during the procedure included nacl, heparin, versed, reopro, cardizem, and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for top assembly batch 8660688 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.